Manufacturer narrative:
Insulin pump received with missing end cap. Unable to perform displacement test, verify loose drive support disk or prime alarm due to missing end cap. Insulin pump received with cracked case at display window corners, reservoir tube lip and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the drive support cap of the insulin pump. The blood glucose reading is 8.4 mmol/l. The insulin pump will be replaced. Nothing further reported.